Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, a dissection of the coronary sinus occurred. The left ventricular lead was not implanted and the case was abandoned. The patient's condition was normal post procedure.